Manufacturer narrative:
. It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: crd_1066 - envision ide study, patient site (B)(6). It was reported that on (B)(6) 2025, a 23mm navitor vision valve was chosen for implant using a small flexnav delivery system. The final implant depth at non-coronary cusp (ncc) was 2.9mm and left coronary cusp (lcc) was 3.1mm. The patient developed a left bundle branch block (lbbb) and an episode of nocturnal hypertension post-procedure. No treatment was required for the lbbb as it was resolved the following day. Aldactone was administered to treat the hypertension. On 04 july 2025, the patient experienced palpitation and epigastric pain and the metoprolol dose was decreased.

Manufacturer narrative:
An event of complete heart block, arrhythmia, and hypertension persisted post procedure was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported complete heart block, arrhythmia, and hypertension could not be conclusively determined. It is possible procedural conditions and/or patient condition contributed to the incidents. However, this cannot be confirmed. The reported unexpected medical intervention was a result of case-specific circumstances as medication was administered. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.